Event description:
On (B)(6) 2008, I had a hip replacement using the depuy pinnacle hardware. On (B)(6) 2008, the hip became dislocated and required a visit to the ER on (B)(6) 2008 to re-set the hip. The hip subsequently became dislocated three (3) more times before a revision surgery could be performed on (B)(6) 2008. On (B)(6) 2008 there was a revision surgery using the depuy pinnacle hardware with a lining that secures the hip so that it could not become dislocated any more. These dislocations caused excruciating pain each time and my hip now often aches and I always favor it fearing that it will become dislocated again.